Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose value of 53 mg/dl on continuous monitoring, suspected to be a compression-related low given minimal prior insulin delivery and stable glucose beforehand; no confirmatory glucometer reading was obtained, and the user ingested yogurt as treatment. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.